Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and high and low blood glucose readings. The customer states they checked their levels and they were at 134mg/dl, so the customer administered insulin with pump to account for meal they were about to have. The customer then checked their levels again and they were at 49mg/dl. The customer attributes the lows to having exercised. The customer's line was disconnected before further information could be obtained. The customer was attempted to be reached, but voicemail was left.